Manufacturer narrative:
(B)(4).

Event description:
During pretest, the cuff did not fully deflate. There was no patient involved.

Manufacturer narrative:
"The sample associated to this report was received and the reported customer fault could not be confirmed as manufacturing related defect. The reported issue of the cuff not deflating is a known issue and investigation efforts for confirmed faults have been documented in a corrective and preventative action. Information has been added to the database and complaint trends will continue to be monitored. (B)(4)

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. An inflation/deflation test was performed on both the bronchial and tracheal cuffs fully inflated and deflated. There were no deformations or anomalies observed in the device. The reported failure of cuff won't deflate is a known issue and has been investigated under a corrective and preventative action.